Event description:
It was reported that the concentric and moderately calcified target lesion was 3.5mm x 26mm long.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a no cross and stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified distal right coronary artery. Following predilatation, the physician advanced the 3.0 x 28mm promus element mr stent delivery system (sds) to the lesion and the device was unable to cross despite several attempts. When the device was removed from the patient's body, it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status was reported as good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).